Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic infection ("pelvic infection"), menorrhagia ("abnormal bleeding (menorrhagia), bleeding between periods"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy (for appendicitis.). Concurrent conditions included gallstones since 2008 and endometriosis since 2013. Concomitant products included medroxyprogesterone (depo provera) from 2007 to 2016 for contraception. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced coital bleeding ("heavy vaginal bleeding after intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary incontinence ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), emotional disorder ("outburst of emotions"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed))), surgery, surgery (ablation) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic infection, menorrhagia, pelvic pain, genital haemorrhage, coital bleeding, vaginal haemorrhage, mood swings, emotional disorder, female sexual dysfunction, bladder disorder, urinary incontinence, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge and weight increased outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, bladder disorder, coital bleeding, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood swings, pelvic infection, pelvic pain, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the fallopian tubes are obstructed bilaterally quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received:event urinary incontinence replaced previous event urinary disorder. Event pelvic infection made incident /intervention. Ablation marked for event menorrhagia. Concomitant condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy (for appendicitis.). Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and coital bleeding ("heavy vaginal bleeding after intercourse"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic infection ("pelvic infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), bleeding between periods"), mood swings ("mood swings"), emotional disorder ("outburst of emotions"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed))) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, pelvic infection, coital bleeding, vaginal haemorrhage, menorrhagia, mood swings, emotional disorder, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge and weight increased outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, bladder disorder, coital bleeding, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood swings, pelvic infection, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the fallopian tubes are obstructed bilaterally most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received : the product, reporter and patient information updated. Abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), hormonal changes describe: mood swings, outburst of emotions, hysterectomy (full), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, infection (other) describe: pelvic, pain, perforation (fallopian tube(s)), salpingectomy (one side removal of fallopian tube), surgery (other) type of surgery: removal of fallopian, vaginal discharge, weight gain / loss specify which one: weight gain, other injury(ies) or complication (s) please describe: bleeding between periods, heavy vaginal bleeding after intercourse added as events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant ). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.